Event description:
Pt reported when he got up this morning, he found his infusion device was switched off. Pt stated, he tried to turn it on again, but he couldn't. Pt sated, he thought it was a battery problem and so he changed the batteries, but he still couldn't turn the infusion device on. Pt reported, the infusion device was working properly yesterday evening. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.